Event description:
Mother of home patient (hp) reports pt line tubing of homechoice set "separated/broke" during treatment, resulting in a system error 2240 alarm. Spoke with rn, who rptd that hp's homechoice set tubing became separated from the transfer set. No pt injury or medical intervention required, per rn.